Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the capture threshold of the right atrial (ra) lead was elevated. The ra lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.